Manufacturer narrative:
A review of the drilling protocol and surgical report indicate the case was properly planned, surgical guide was requested but not returned for evaluation. A cbct scan taken post-implant-placement was provided by dr. Graber and reviewed by dr. Cleber silva. It is dr. Silva's opinion that the position and angulation of the malpositioned implants could only be a result of the surgical guide not being properly seated.

Event description:
Doctor ordered a surgical guide that did not allow for fixation pins and utilizing surgical guide print003, implants were malpositioned, requiring removal. Patient was grafted and sent home.